Event description:
The lens was implanted when the doctor realized the haptic must have been torn in the delivery device. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00251 for the delivery device used with this intraocular lens.